Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple, intermittent occlusion alarms occurred. Customer's blood glucose was approximately 170 mg/dl. Reportedly, insulin delivery was resumed or the infusion set was changed to address the event.